Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an interrogation revealed loss of sense with the ev-lead. The patient is a participant in a clinical study.

Event description:
It was reported that after a couple hours, post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, the patient experienced pain left of their chest and not in the pocket as the physician suspected at the beginning. The implant procedure was described as normal, so an x-ray was taken. The x-ray showed that the extravascular (ev) lead had dropped to the left. The ev-lead looked like it was still good fixated thus it was not a problem with sutures or something relative with that. A computed tomography scan suggested the drop was due to a lack of tissue on that side and the ev-lead just fell to the pleura. The physician closed device therapies and after some hours the ev-ICD system was extracted. It was noted that the pain in the patient¿s chest was gone after the system was explanted and that the patient remained in the hospital for a couple of days due to the pocket and substernal tunnel from the implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2025. Explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.